Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's originally reported issue of peeling on the probe was confirmed. The following additional findings were also noted: part of the ultrasound image was missing, bending section cover adhesive deterioration and cracking, peeling paint, various scratched, and cloudiness of the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during an unknown procedure, there was peeling on the probe of their evis lucera ultrasound gastrovideoscope, and some parts of the image were blackened. The procedure was completed using the same device, and the device had been inspected before use. There were no reports of patient or user harm associated with this event.